Manufacturer narrative:
The electrode belt has been received. Patient reported receiving a service code which likely indicates a device malfunction with the electrode belt. Investigation is underway. Reporting out of an abundance of caution. Investigation is underway. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's had received a service code.